Event description:
The customer reported that they had a patient whose heart rate (hr) went to 190 bpm, and the central nurse's station (cns) did not alarm. There was no patient injury reported.

Manufacturer narrative:
The customer reported that they had a patient whose heart rate (hr) went to 190 bpm, and the central nurse's station (cns) did not alarm. According to the customer, the hr is set to 100/6bpm. The clinical specialist reviewed the investigation guide and confirmed that the vtach is set to 120bpm/6beats, and the wave had 7 beats at a rate that exceeded 120. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they had a patient whose heart rate (hr) went to 190bpm, and the central nurse's station (cns) did not alarm. There was no patient injury reported.

Manufacturer narrative:
Detail of complaint: the customer reported that they had a patient whose heart rate (hr) went to 190bpm, and the central nurse's station (cns) did not alarm. According to the customer, the hr is set to 100/6bpm. The clinical specialist reviewed the investigation guide and confirmed that the vtach is set to 120bpm/6beats, and the wave had 7 beats at a rate that exceeded 120. There was no patient injury reported. Investigation summary: based on the log review, it is considered that this event occurred due to the patient's monitored waveform characteristics and the current alarm settings set by the customer. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.